Event description:
It was reported that two autopulse nimh batteries with s/n (B)(4) would not hold a charge. There was no report of a pt injury. MFR report # 3003793491-2012-00104 was submitted for battery sn (B)(4).

Manufacturer narrative:
The event description the customer reported to the MFR did not indicate a potential safety issue. The autopulse nimh battery (B)(4) was returned on (B)(6) 2012 to zoll circulation and analyzed. Eval of the returned autopulse battery could not verify the customer's reported failure. Battery passed testing after going through a test cycle. In addition, the battery appeared to have been test cycled on a monthly basis. Given that the battery passed testing, a root cause that may have contributed to the customer's report failure could have been that batteries were not fully charged prior to operation.